Event description:
Sign I. M. Nail broke three years post surgery requiring surgery to replace the broken nail. I. M. Nail broke due to nonunion with full weight bearing for three years. No product defect was indicated or found.

Manufacturer narrative:
(B)(4). The initial emdr sent for this complaint was sent in error as peritonitis cannot be related to a homechoice device. The complaint which addresses the event of peritonitis is number: 1423500-2010-00827.

Event description:
This is a spontaneous case report from (B)(6) of abdominal pain in a male patient coincident with dianeal pd therapy. On an unknown date, the patient began dianeal therapy. On (B)(6) 2010, the patient's mother contacted baxter (B)(4) technical service center and stated that the patient was hospitalized due to abdominal pain. The outcome of the event and the causality were not reported. There was no allegation of device malfunction. During a follow up call to the nurse, the following information was received: on (B)(6) 2008, the patient began dianeal-n pd-4 1.5 and extraneal therapy. On (B)(6) 2010, the patient developed peritonitis manifested by abdominal pain. On the same date, he was admitted to the hospital for the event. From (B)(6) to (B)(6) 2010, he was treated with unasyn s, intravenous (IV). From (B)(6) to (B)(6) 2010, he was treated with pansporin, intraperitoneal (ip). From (B)(6) to (B)(6) 2010, he was treated with pansporin, IV. It was unknown if any bacteriological examination was performed. The peritonitis was caused by touch contamination. The patient did not experience exit site infection or tunnel infection. The patient was retrained on aseptic technique. It was unknown if he had not had peritonitis episodes within 4 weeks prior to current episode. On (B)(6) 2010, the event was resolved. It was not reported if the patient was discharged from the hospital at the time of the report. Dianeal n and extraneal were ongoing. The nurse considered that the events were not related to dianeal n and extraneal since it was due to the patient's touch contamination.

Manufacturer narrative:
(B)(4).the device was not returned therefore no evaluation will be performed. A follow-up report will be filed should additional information become available. This rest of world device does not have a 510k number but is the same or similar to a device distributed in the u.s.